Manufacturer narrative:
New information indicates that the death was not related to the tavr valve or procedure. This supplemental report is to correct the h1, to reflect the serious injury as a ppm was required for heart block, but also to disassociate the death. The death was caused by the injury that occurred, (right ventricular perforation) during pacemaker placement. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in technical summary written by edwards lifesciences 'clinical technical summary for complaints-conduction disturbances/ heart block', atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as patient factors were not provided. However, the event could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Further information was reported by a sales rep. A reported by our affiliates in japan, through the japanese tavi registry, a 26 mm sapien 3 valve was deployed via a transfemoral approach as intended. Complete atrioventricular (av) block developed after deployment, and a leadless pacemaker was implanted. During the pacemaker implantation, the right ventricle was perforated resulting in cardiac tamponade. While percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pump (iabp) were introduced, the patient could not recover from cardiac shock and expired on postoperative day 7. No valve dysfunction was observed. Per medical opinion, cause of heart failure was cardiac tamponade due to implant of a non-edwards pacemaker device.

Manufacturer narrative:
The device remains implanted. Per the instructions for use (IFU), heart failure is a known potential adverse event associated with the use of bioprosthetic transcatheter heart valves. Heart failure is when the heart is unable to pump sufficiently to maintain blood flow to meet the body's needs. There are two main types of heart failure: heart failure due to left ventricular dysfunction and heart failure with normal ejection fraction depending on whether the ability of the left ventricle to contract is affected, or the heart's ability to relax. The severity of disease is usually graded by the degree of problems with exercise. Signs and symptoms commonly include shortness of breath, excessive tiredness, and leg swelling. The shortness of breath is usually worse with exercise, while lying down, and may wake the person at night. A limited ability to exercise is also a common feature. Chest pain, including angina, does not typically occur due to heart failure. Other diseases that may have symptoms similar to heart failure include obesity, kidney failure, liver problems, anemia, and thyroid disease. Congestive heart failure (chf) can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, infection, excess alcohol use, or valvular dysfunction. In this case, the patient expired due to heart failure 7 days post tavr. Investigation results are inconclusive as no additional information was forthcoming. The cause of the heart failure is unknown due the limited information received; no patient factors were provided. There was no indication a device malfunction contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), through the (B)(6) registry, the patient expired due to heart failure 7 days after transfemoral transcatheter aortic valve implantation with 26 mm sapien 3 valve. Per medical opinion, death was related to the device and procedure.